Manufacturer narrative:
(B)(4). Batch # n5583h. The analysis results showed that one ecr60b cartridge reload a was returned with 10 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be bent at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The analysis results found that ecr60b cartridge reload b was returned outside its original package. In addition, only the tyvek was returned for analysis. The device and tyvek were visually inspected and no damage was observed. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Cartridge reload b: batch # n5583h; lot # n4ld2e; mfg. Date: 4/11/2016; exp. Date: 3/31/2021.

Event description:
It was reported that during a laparoscopic sigmoid procedure, both reloads were opened from the sterile packaging and the scrub tech noticed that the orange pieces that hold the staples began to fall out between the knife channel opening. This happened twice, different lot #'s listed. The third reload opened and was normal and used successfully. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 12/6/2016. Photo analysis: one photo was provided in a word document was reviewed and a revised detail of the photo showed that one ecr60b cartridge reload that appears to have some drivers missing. The cartridge pan can be noted to be bent at the right proximal side. In addition, one driver is located aside of the cartridge. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Please refer to the device analysis for full analysis details and conclusion.